Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged cable, "adjust belt" messages) has been confirmed. Upon investigation, the brown (-5v) wire in the cable connecting ECG c and ECG d was open. The cause of the open wire was due to the cable connecting ECG c and ECG d being pulled from strain relief. The root cause for the strained cable was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that the electrode belt had a damaged cable and a patient was receiving "adjust belt" messages.